Event description:
Information was received via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non- malignant. Information was reported that a power-on-reset (por) was seen (0x400 parity) . The patient's therapy has stopped. The caller stated that the patient drives through security gates frequently, it was reviewed that is unlikely the cause. The patient stated that therapy has been intermittent for 2 weeks, but there was not always a por message on the patient programmer. The por message was successfully cleared. The patient was given a non-adaptive stimulation (as) group to rule out as issues. No further complications were reported. No additional patient symptoms were reported.